Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 08/18/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Only half of the lens was received with the haptic detached. The lens was observed cut with residues of viscoelastic related to the handling of the unit in a surgical procedure. The condition observed is consistent with a lens that has been explanted. The reported issue was verified but it could not be determined if the issue reported are related to manufacturing process since impacted lens was used and cut in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Implant date: explant date: not applicable as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that after inserting the intraocular lens (iol) into the patient's left eye they noticed the haptic broke off. The iol was fully inserted and then removed from the eye. The incision was enlarged and a sutures used. The backup iol of the same model was used to complete the procedure. Reportedly, the patient is fine. No more information is available.